Event description:
It was reported that in-stent restenosis occurred requiring additional intervention the subject was enrolled in the (B)(6) study on (B)(6) 2018 and the index procedure was performed on the same day. Target lesion was located in right distal sfa with 75% stenosis and was 65 mm long with a proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm and was classified as tasc ii b lesion. Target lesion was pre-dilated and treated with placement of a 6 mm x 80 mm study stent with final residual stenosis of 3%. Post dilatation was not performed. On (B)(6) 2021, 1109 days post index procedure, subject visited site for protocol scheduled 36-month follow-up and complained of slight pain in walking. On arrival, rutherford classification was 3 and abi was 0.91. Duplex scan performed on the same day suspected stenosis in target lesion. Subject was recommended to undergo intervention as a treatment for the event, which was planned on a later date. On (B)(6) 2021, the subject was hospitalized for planned intervention. Per edc, the subject was diagnosed with in-stent restenosis and edge stenosis in the target lesion. The subject was recommended to undergo surgical intervention as a treatment for this event. On (B)(6) 2021, 1123 days post index procedure, 85% stenosis in the target lesion with reference vessel diameter of 6 mm and 10 mm lesion length was treated with placement of 6 mm x 80 mm ivolution stent. Followed by post-dilation was performed using 5 mm x 120 mm ranger dcb was used. Subsequently, stenosis on right common femoral artery was treated with 7 mm x 40 mm balloon. Follow-up angiography revealed good outcome with good outflow and 0% final residual stenosis. On (B)(6) 2021, the event was considered as recovered/resolved. On (B)(6) 2021, the subject was discharged.